Manufacturer narrative:
Received one used list #142300490, secondary set, secure lock, with IV set hanger. As received, no damage or anomalies noted. Received two photos, one of the set and one of the packaging. The set was leak tested per specifications and no leakage was observed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The complaint of a leakage cannot be replicated or confirmed. D9 - date returned to MFR: 10feb2026. Corrected information can be found in e4 - initial report sent to FDA, h6 health effect - clinical code and h6 component code.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involving a secondary set, secure lock, with IV set hanger, 34 inch report stated that the secondary line was leaking from the vent. The patient was on immunotherapy with zolbetuximab. Nurse noticed the wet on her hand. It was few drops. Nurse washed her hand with soap and water. The tubing was then changed by pharmacy under the hood. There was patient involvement and no patient harm/adverse event reported